Event description:
It was reported on (B)(6) 2013 that a patients original implant procedure occurred on (B)(6) 2012 for an orif (open reduction internal fixation) of a midshaft humerus fracture. On an unknown date/month in 2013 , the patient returned to the surgeon for an annual follow up exam which included a yearly post operative x-ray which revealed a non-union of the fracture. The surgeon returned the patient to the operating room on (B)(6) /2013 to remove all hardware which included: one - 4.5mm broad locking compression plate - 8 holes, and seven unknown screws due to the non-union. The patient was revised to an iliac crest bone graft, and a new longer plate with 12 holes. The quantity/type of screws used for this revision procedure are unknown. The surgery was successfully completed without time delay and no report of injury or harm to the patient. The plate and the screws were intact. Removal of hardware was due to nonunion. No additional information is available. This report is for one unknown - 4.5 cortical screw, no part and lot # are available. This is report 7 of 8 for complaint (B)(4).

Manufacturer narrative:
The device is used for treatment, not diagnosis. 4.5 cortical screw, no part and lot # are available. Date received by manufacturer 12/2/2013. A investigation could not be completed and no conclusion could be drawn as no device will be returned, not part and lot # are available. Placeholder.